Event description:
The customer was admitted in the e.r. For high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixded prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol. It was mentioned that the customer is on antibiotics due to the illness. The customer was giving injections along side pump usage during the time customer had high bgs leading up to the event. Bgs did not come down during the hospitalization. The customer changed the sets and the insulin vials after their e.r. Visit and their bgs are under control. The customer fills the reservoirs with cold insulin. Advised the customer to allow it to reach the room temp before filling the reservoirs.